Event description:
It was reported that there was a failed pm/cal. Npi.

Manufacturer narrative:
The customer reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of failed pm/cal was due to the claw. Replaced large claw. A review of the device history record for sn (B)(6) was performed from date of manufacture (B)(4)/2019 to the present date (B)(4)2020 and confirmed that this device was not previously returned for servicing and there were production failures (q6 200297774) for plunger force calibration failed indicated on the source device. The proximate cause of the customer reported issue was due to customer damage of the claw.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a failed pm/cal. Npi.